Event description:
The customer reported that the device failed to power up which could impact delivery of therapy. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to power up which could impact delivery of therapy. There was no report of pt involvement or adverse pt impact. The philips service rep reported that this was a use issue. The philips service rep reported that training the customer resolved the issue. The philips service rep reported that there was no trouble with the device.